Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. The evaluation consisted of a review of the complaint text, a complaint search and a review of the current architect labeling. The abbott field service representative (fsr) was dispatched, inspected the instrument and indicated that the liquid level sensor antenna (lls-p/n 7-78595-02), rv 1-2 and stat was damaged due to power shortage. The fsr replaced the part and determined the instrument is performing according to specifications. A review of the (B)(4) 2010 product improvement team was performed and identified no adverse trends in conjunction with this complaint issue. A systemic issue was not identified (no product deficiency) and the customer was referred to the system operations manual for emergency shut down procedure, electrical hazards and precautions to take during operations in order to avoid injuries could be associated with such an issue.

Event description:
The customer stated that a burning smell along with a visible smoke were observed from the architect analyzer. The smoke appeared from under the reaction vessel (rv) transport bridge. The customer then powered off both the analyzer and the system control center. No fire was observed and no injuries were reported. No impact to patient management was reported.